Manufacturer narrative:
Upon further evaluation, service found the adhesive around the objective lens had discoloration/deterioration. The connector demonstrated and physical stress from handling. The universal cord demonstrated wear. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a trace of fluid in the subject device. The issue was found during preparation for use. There was no patient our user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed a leak, due to a perforation in the bending section. In addition, service found the adhesive at the distal end was deteriorating. This report is being submitted for the malfunction found during the device evaluation (adhesive deterioration).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update with the return date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed but the root cause could not be determined. It is likely the event was caused by physical stress applied to the device and/or chemical stress from either chemical solutions or sterilization with a non-olympus system. The event can be detected and prevented by following the instructions for use (IFU) which state: "operation manual: important information: please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion. 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." In addition, the following non-reportable malfunctions were found during the device evaluation; the bending section cover had leaked due to perforation, the cable tube units were twisted, the master/slave units were both damaged, and the video connectors showed signs of corrosion. Olympus will continue to monitor field performance for this device.